Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an irritation under the lifevest. The patient's physician advised the patient to use (B)(6). Follow-up indicated that the irritation improved.